Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the device alarmed off no power alarm. Customer's blood glucose was unknown. Customer had changed the battery. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. The currents are within specification. No unexpected off no power alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.